Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following transseptal puncture, a reflexion spiral catheter was placed in the left atrium using an agilis introducer. The tacticath and a non sjm catheter were used to perform geometry. Ablation was performed near the left superior pulmonary vein and the heart shadow movement was at a lower rate than prior to transseptal puncture. An echocardiogram was performed which revealed a pericardial effusion. The effusion resolved on its own with no intervention and the procedure was completed. The patient is in stable condition. The physician indicated the tamponade occurred during transseptal puncture which may have been too high on the septum.